Manufacturer narrative:
The instructions for use for the bodi heat pad clearly state: "adhere the pad to the clothing. Do not adhere the pad directly to the skin. If not used correctly, high temperature burns may occur." Despite this precaution in the labeling, the consumer placed the pad directly on her skin, rather than on her clothes, as directed. The customer refused to return the pad to okamoto for testing, so no testing could be performed on the subject pad. Okamoto therefore conducted heat testing on ten retained samples from the same lot and found all retained samples to conform to applicable specifications.

Event description:
Consumer reported that her daughter applied 1 bodi heat pad directly to her skin and received burns around the outer edge of the pad.